Event description:
It was reported the pt stated he was unable to urinate 2 days after implant. The pt presented to the emergency room on (B)(6) 2014 where he was catheterized to address the issue. Reportedly, the implant procedure was without incident. The pt had previous kidney issues and a history of kidney stones. The pt was to consult with his urologist as the next course of action. Follow-up identified the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.